Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2 (w/vasoshield) , the harvester was using the hemopro 2 device to harvest the saphenous vein. After the dissection process was completed, the hemopro 2 device was inserted to start branch ligation. However, the bisector failed to activate and therefore branch ligation could not be done with this device. Therefore, the defective device was removed from the surgical field and a new hemopro 2 kits was opened. The remainder of the case was finished with no other issues. There were no adverse outcomes due to this defect.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on (B)(6) 2021. An investigation was conducted on (B)(6) 2021. Signs of clinical use and slight evidence of blood was observed on the jaws as well as on the heater wire. The heater wire was observed to be slightly flexed at the center of the hot jaw due to normal clinical use. An electrical evaluation was conducted. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The hemopro power supply immediately started, making an audible beeping sound. The device did not pass the pre-cautery test; it did not produce visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. An engineering evaluation was conducted on (B)(6) 2021. The hemopro power supply immediately started, making an audible beeping sound. The jaws did not heat up and the power supply continued making an audible beeping sound. Handle was opened and was inspected. The white insulated wire that runs from the poly-fuse to the heating element in the jaws of the tool was positioned underneath the normally open (n.o.) Terminal of the switch. It was observed that the sharp ends of the wires welded to the n.o. Terminal were penetrated the white silicone insulation had made contact with the metal wire underneath the insulation, which resulted in electrical short. Based on the results of the evaluation, the complaint for the reported failure "electrical issue" was confirmed.

Event description:
N/a.